Manufacturer narrative:
Deroyal: the defective device in this pack is a handcontrol pencil with push button and non-coated blade. This cautery pencil is manufactured by covidien, raw material number (B)(4). The sample has not been returned by the end user.

Event description:
The hospital stated that an (B)(6) male in the operating room was in for an incarcerated ventral hernia repair. During the surgery, the cautery pencil remained activated even when the surgeon was not pressing the activation button. There was no harm to the pt or staff.